Event description:
Reporting status: malfunction, reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that as the rx voyager balloon catheter was pressurized to its rated burst pressure (rpb) of 14 atm, a balloon rupture was suspected as it was unable to be inflated any further. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to determine a root cause for the reported balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was a longitudinal rupture on the balloon above the distal marker, 1 mm distal to the distal marker extending proximally for a length of 5 mm. There was no scratch visible on the balloon. There was no other damage noted to the balloon catheter. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned product. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. No patient anatomical information was provided, which may have aided the evaluation. The balloon catheter was returned with blood and contrast visible in the inflation lumen and the loosely folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. The analysis confirmed that there was a longitudinal rupture in the balloon that was located 1 mm distal to distal marker band and extended proximally for a length of 5mm. Sem analysis revealed that there were longitudinal lines observed along the inner surface of the balloon. This type of damage to the inner surface can occur as a result of exposure conditions during the procedure or due to a material/processing discrepancy. Additionally, if high stress pressure and/or multiple inflations are also applied to the balloon, this may further contribute to a balloon rupture of this type. In this case, since there was no report of any leaks noted during product preparation, this may suggest that the balloon was not damaged prior to use. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot, and all on-line inspections and lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. Overall, based on the information received with this complaint, the returned product analysis and the results of the sem analysis, a definitive cause for the reported balloon rupture cannot be determined. However, there does not appear to be any indication of a product quality deficiency. Product performance engineering will trend and monitor the experienced circumstances. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity. This MDR is considered closed by the product performance group.